Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see emergency department patients on the radiology medication station. A technical support specialist logged into the server and found that the device was not being assigned to the correct patient area. Tss guided the customer how to add the area and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was not able to see ed patients on the radiology medstation. The customer was unable to dispense medication for patients that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.